Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent a right tibial fixation procedure on (B)(6) 2016. During the procedure, the targeting jig did not line up with the screw hole in the nail. A second set of instruments was opened with the same results. The surgeon opted not to use the screw hole to complete the procedure.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Methods: photographic inspection, 3317 manufacturing review. Review of actual device¿s history records found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned distal proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event was the manufacturing nonconformance that was exacerbated by over-tightening of the nail to the jig bolt.

Manufacturer narrative:
(B)(4). Further investigation was initiated to address the reported issue. Examination of device from manufacturer inventory concluded root cause of the event was most likely attributed to overtightening of the jig bolt to the nail. Investigation concluded no further actions necessary.